Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile EU 4.5x28mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was attached to the associated microcatheter through a y-connector. No appearance of damage was observed. Since the associated microcatheter was damaged, a lab sample prowler select plus microcatheter was used for a functional test; however, the stent could not advanced though the proximal end of the microcatheter. The positioning coil of the delivery wire was found broken. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the impeded condition of the stent is confirmed based on the damaged delivery wire. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the damages found in the delivery wire. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Loss of target position in the intracranial vasculature (with the exception of the internal carotid artery) will require reaccessing the target site with increased potential for vessel trauma, vessel spasm, or ischemia/infarct. This event does not meet usfda reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via healthcare professional, that an EU 4.5x28mm stent 12 mm dw tip (enc452812 / 9872897), an EU 4.5x28mm stent 12 mm dw tip (enc452812 / 9926006), and an prowler select plus 150/5cm (606s255x / 31667095), were used for an endovascular embolization procedure. During the procedure, the user reported obstruction of the prowler, and impediment of the enterprise. The event was initially reported as such, ¿impeded in microcatheter-proximal end. It was reported that during procedure, stent was impeded in proximal end of microcatheter and could not advance any more. Doctor tried to retract the stent, but the stent was stuck in the microcatheter and could not be retracted. The doctor used the other device to remove the stent only and switched a second stent, the second stent was also impeded in the proximal end of the microcatheter and could not advance or retract. The doctor removed the second stent and the microcatheter from patient, then switched new devices to complete the procedure. Both stents had the same situation as below: does surgeon have an extra set of hands to support while flushing aligning the enterprise system? Yes. Is a push plunge rhv being used? Push plunge type. -is there force needed to remove the delivery wire once impeded and then the stent detached in the hub or the proximal end of the microcatheter? Yes, the doctor increased force to remove the delivery wire, but the two stents were all stuck in the microcatheter and could not be retracted. The two stents were all still attached to the delivery wires. Was the replacement stent ep1, ep2 or is it another brand? Ep1 of the same code.¿ no patient harm or delay was reported. Additional information was received on 16-mar-2026. Summary: it was reported that a guidewire was used in the microcatheter prior to deployment of the enterprise system. The reporting physician indicated that ¿another device¿ was used to remove the stent; however, the specific device used and whether any additional intervention was performed to remove the stent(s) are unknown. Evidence of physical material observed within the devices was unknown. The microcatheter did not kink or bend during the procedure. The event resulted in a procedure delay of approximately five minutes, which did not lead to any patient adverse consequences.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.